Event description:
During shift check, the autopulse platform (B)(6) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a failed load cell. The archive data review indicated multiple ua07 errors around the reported event date, confirming the reported complaint. The autopulse platform failed functional testing due to ua07 displayed upon powering on, confirming the reported complaint. The load-sensing system detected a weight imbalance between the two load cells. The load cell characterization check revealed a failed load cell, which was replaced to address the reported complaint. Following the service, the autopulse platform passed the run-in and final tests without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).